Manufacturer narrative:
Submit date (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with an umbilical vessel catheter - uvc). The customer reported that the uvc was inserted on (B)(6) 2012 and it was noted to be leaking just below the molded strain relief on the extension. The uvc was removed immediately after insertion. Customer reports there is a little hole not visible. The facility reported that there was no injury to the pt.